Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged during unpacking. The device was not used on the pt. Only the stent is being returned. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: qa analysis revealed that the stent delivery system (sds) was returned with the stent implant, stylet and orange protective sheath only. The catheter was not returned. The stent implant was returned without blood visible. There was contrast visible on the stent implant. There was no damage noted to the stent implant. The stent implant was returned in the stylet covered by the orange protective sheath. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The outer diameter measurements did not meet manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.